Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been experiencing low and high blood glucose. In addition, the pump alarmed no delivery. The customer stated the pump alarmed during bolus. The customer's blood glucose at the time of incident was 178mg/dl. The customer stated their high blood glucose was 250mg/dl and low blood glucose was 50mg/dl. Customer treated with orange juice. Customer declined troubleshooting for high blood glucose.